Event description:
Our affiliate is reporting that during an unk arthroscopic procedure, a portion of the distal tip of a vapr se electrode broke off into the pt's joint space. It is not known if the fragment was retrieved from the body or not, however, the procedure was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a lab environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. It has not yet been determined if the fragment was able to be removed from the pt's body, and if this is indeed the case, it is possible that pt injury could potentially occur. Because of this potentiality and MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a root cause failure analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed.